Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article entitled ¿beneficial effect of a zirconium-nitride-coated implant in total knee arthroplasty revision for suspected metal hypersensitivity¿ written by bulaïd y, djebara ae, belhaouane r, havet e, dehl m, mertl p published in orthop traumatol surg res. On 2022 may 13 pmid: 35577273. The article's purpose was to assess short-term results and survival of revision tka for metal hypersensitivity using a multilayer implant coating. Patient data: 32 patients were eligible. After application of the exclusion criteria, 28 patients (30 knees) were analyzed: 22 female (79%), 6 male (21%). Mean age was 60.2 years [range, 38¿82]. Mean body-mass index (bmi) was 28 kg/m2. It is noted that implants in the study were a combination of depuy and competitor products. The article does not provide details that indicate what implant manufacturer relates to which adverse events. Depuy products: pfc sigma total knee system adverse events: (6) knee stiffness with decreased range of motion ¿ treatment not documented in the article. (1) infection ¿ treated with revision. (1) tibial loosening ¿ treated with revision. (1) patella instability ¿ treated with revision. (2) adhesions ¿ manipulation under anesthesia.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: h6 health effect - clinical code. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.